Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens with model zxt225 +33.5 diopter was explanted from patient¿s operative eye because of patient unhappy with 20/40 uncorrected visual acuity. During the explant procedure one lens was removed and replaced as the lens got torn during the procedure. Reportedly lens with same model and lower diopter of +32.5 was used as replacement for the patient. This report will capture information for the explanted lens. Another report is being submitted under vmsr reporting will capture the event for the torn lens during the procedure. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: additional information was received, and it was learnt that patient uncorrected visual acuity was 20/40 post op day one, still 20/40 (B)(6) 2019 visit. Patient was very unhappy distance vision outcome. There was no patient injury. Reportedly patient¿s outcome was 20/100 on post op day 1 on (B)(6) 2019 but has improved to uncorrected 20/25 and is happy. Section a2: date of birth: (B)(6) 1950. Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted. H3 other text : placeholder.